Event description:
Home pt (hp) reports pin hole leaks in pt line tubing of homechoice set during apd treatment, resulting in a se 2240 alarm. Hp discontinued treatment and contacted his rn. No pt injury or medical intervention required per hp.